Manufacturer narrative:
An event regarding loosening involving a size 3 accolade ii 132 deg was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as insufficient medical records were provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as confirmation of event, revision op report, dated x-ray images, clinical and past medical history, follow up notes and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a total hip revision at (B)(6) by doctor dr. (B)(6) due to loosening after experiencing pain and grinding. Patient stated she currently has no issues with her hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a total hip revision at (B)(6) hospital in (B)(6) by dr. (B)(6) due to loosening after experiencing pain and grinding. Patient stated she currently has no issues with her hip.

Event description:
Update: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Patient had a total hip revision in buffalo, ny by doctor dr. M.p. Due to loosening after experiencing pain and grinding. Patient stated she currently has no issues with her hip.

Manufacturer narrative:
Correction: serious injury report for this reported devices is corrected to concomitant based on inv results. Reported event: an event regarding loosening of the shell involving an accolade stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient was revised due to shell loosening. There were no reported allegations against the femoral stem, and it was not reported to be revised. A full investigation is completed on the trident shell within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.